Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the centrifugal control unit would not power on. This suspect unit was being set-up as a back-up unit. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. On (B)(6) 2013, the field service representative (fsr) spoke with the user facility's biomedical engineer (biomed) and he mentioned that the unit had a burning smell. The fsr did find that the unit in fact had a burnt smell to it. Per the frs, the user facility's biomed will be replacing the centrifugal pump assembly and the small display assembly.